Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after asepsis and antisepsis of the region and antisepsis of the right inguinal region, under local anesthesia with lidocaine and by seldinger's method, the 6f introducer was advanced in the right femoral artery and the diagnostic procedure is performed with judkins technique. Using coronary diagnostic catheters in 6f supported on angiographic guide. Closure of the right femoral arterio-puncture site was performed with angio-seal 6f device, which could not be performed because the device had a wrinkled tip. A second angio-seal 6f device was uncovered, and the closure was performed. The estimated blood loss was less than 250cc. The patient was ok. Additional information was received on 27may2021. The patient was referred for coronary arteriography. Seldinger's method: 6f introducer is advanced in right femoral artery and performed with judkins technique diagnostic procedure: using coronary diagnostic catheters in 6f supported on angiographic guide.